Event description:
It was reported that post-implant of a realize gastric band procedure, the patient complained of pain. The patient was instructed to go to ER. In the ER a CT was performed. The results showed inflammation around the band and band tubing. An egd was then scheduled. It was noted the band had eroded completed inside the stomach. The band and port were removed. They will be returned once the account's pathology has completed their assessment. The patient had a previous port infection. The procedure was completed without any reported patient complications.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Band currently being retained by hospital.